Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity, heavy calcification and 99% stenosis. After a non-abbott guide wire crossed, the trek 2.0 x 15 mm was advanced, but it ruptured on the first inflation of 12 atmospheres. Resistance was reported during advancement in the lesion, however there was no resistance during retraction in the lesion. An nc trek 2.0 x 15 mm was used and a promus stent was deployed to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter found contrast visible in the inflation lumen and the balloon, which had relaxed folds, which is consistent with device preparation and an attempt to inflate the balloon. A new indeflator was used in an attempt to pressurize the catheter and the analysis revealed a longitudinal rupture in the middle of the balloon. Additionally, there was a scratch visible on the outer surface of the balloon adjacent to the pinhole, which may indicate that the balloon experienced mechanical damage some point. As a result of the rupture, the balloon could not be fully deflated to measure the 2/3 balloon profile. Physical resistance within the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support, and is not generally associated with a product quality deficiency. Furthermore, balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was 99% stenosed with mild tortuosity and heavy calcification, which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) from interactions with accessory devices and/or the tortuous and calcified lesion as resistance was encountered during advancement, such that the balloon ruptured upon inflation attempt. To assure that all products perform according to specification, all dilatation catheters are 100% visually/dimensionally inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot. In summary, based on the investigation, there is no evidence to suggest a potential product deficiency.